Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that during a routine follow-up on an unknown date the CT showed a proximal type I endoleak due to an unknown cause. An angiogram was done to verify the type I endoleak and the decision was made to implant a 28/28/49 endurant cuff that was placed proximal to the main body and 5 endostaples from another manufacturer were also placed. Upon final angiogram, endoleak was still observed. No further intervention was performed and the patient will be monitored. No additional clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Exact date of event is unknown.